Event description:
The user received complaints from doctors concerning tsh (thyroid stimulating hormone) results which do not correlate with the diagnosis and clinical signs of the patient. The doctors considered the results from the analytical e module to be high. No specific patient data was provided. The user performed a comparison between the analytical e module analyzer and the abbott architect using 40 patient samples. Of the provided data, the results for two samples were discrepant. No units of measure were provided. Sample 1 result from the analytical e module was 6.59 and result from the abbott architect was 4.94. On (B)(6) 2010, sample 2 result from the analytical e module was 6.42 and result from the abbott architect was 4.76. No adverse events were alleged regarding the discrepancies. The lot number of the tsh reagent was not provided.

Event description:
Reporter alleged obtaining the results of 556 mg/dl, 328 mg/dl and 189 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.